Event description:
It was reported that a powered wheelchair had a right motor fault during use and left the user stuck on his driveway. The user was pushed back to his house by another individual. There was no report of user injury or medical intervention.